Event description:
Related manufacturer reference number: 2017865-2022-43009. It was reported that the patient in clinic for follow up. Upon device interrogation it was noted that the atrial lead and left ventricular lead exhibited no sensing and loss of capture. Chest x-rays confirmed that both leads had dislodged. The patient was scheduled for a lead replacement. Prior to the procedure it was discovered that the atrial lead exhibited noise and low pacing impedance. The atrial lead and left ventricular lead were explanted and replaced. The patient was in stable post-procedure.